Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Pt reported her infusion pump and catheter were explanted due to edema, swelling and high blood pressure. In addition, she indicated she could hardly move. She also reported her hcp thought that she might potentially have tumor in her spine. The hcp indicated she had been treated with intrathecal dilaudid and morphine sulfate (ms). The concentrations were not provided. It was confirmed the pt had lower extremity edema. In addition, the hcp indicated the pt obtained a second opinion and the explant was conducted by another physician (name not provided). Pump MDR ref: 2182207200700483.